Manufacturer narrative:
Two thoracic catheters (guidewire tip 005/009/016) were returned for analysis. Upon visual inspection, a slight bend was noted to each guidewire; confirming complaint. Further inspection of the guidewire was unable to be performed as the parts were sent to the supplier for analysis. Based on the evidence, the complaint was confirmed. The root cause was found to be due to a supplier issue.

Event description:
Information was received that while a smiths medical seldering chest drainage kit was used for a chest drain on a patient who was in cardiorespiratory arrest. It was reported the plastic guide to introduce the metal guide, did not allow passage of this metal guide. This delayed the management of a patient already in cardio-respiratory arrest. Chest drainage was required with a different lot number as a result- the patient did survive the incident.